Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump didn't run during the night. They stated that it was not delivering all or part of the programmed feeding. At the time of the original complaint the initial reporter stated that they no other information about the complaint. They did not report any adverse effects to the patient and no additional information was provided. (B)(4)